Manufacturer narrative:
Additional information was added to the following fields: h6: impact codes.

Event description:
It was reported that this right atrial lead exhibited failure to capture and high pacing thresholds. The patient will continue to be monitored and evaluated and the next in office check. No changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was surgically abandoned and replaced.

Event description:
It was reported that this right atrial lead exhibited failure to capture and high pacing thresholds. The patient will continue to be monitored and evaluated and the next in office check. No changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was surgically abandoned and replaced.